Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. During follow-up, impedance greater than 10,000 ohms was measured. The ins was replaced and the impedance decreased to 5,000 ohms. The physician considered that an acceptable level and declined further troubleshooting. It was unknown what external factors may have contributed to the event. No other intervention occurred and the event was considered resolved by the physician.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted all impedances were tested through the ins.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type extension. The returned implantable neurostimulator (ins) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.